Event description:
During the surgical implantation of an anterior cervical plate, the adjustable drill stop reportedly slipped, causing the drill to penetrate deeper than intended. Surgeon completed the implantation of the device with no further incidence. No injury has been reported.